Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, reported possible over delivery anomaly, keypad anomaly and alleged insulin pump was exposed to strong magnetic field. The customer reported blood glucose value of 45 mg/dl, and the hypoglycemic event was treated with glucose/carb intake. The event involved product(s) mmt-397a,mmt-1880l,mmt-332a. Troubleshooting was performed for hypoglycemia. Customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was performed for keypad anomaly. Customer stated that, the numbers ramping or is the scroll bar moving up or down with no input. Advise customer the serialized device will need to be replaced. No further patient complications were reported. Mmt-397a was requested and customer response was the device will be returned. Mmt-1880l was requested and customer response was the device will be returned. Mmt-332a was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed all functional testing including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, sleep current measurement test, active current measurement test, and the dat test at .0871 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No alarm anomaly during testing or in file download history on event date. In further full review of the pump history on the date of testing 03-06-2026 found daily total of bolus insulin delivered to be 54.0 units. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The test p-cap cap and reservoir locked properly into reservoir compartment during testing. The pump was received with scratched case, stained keypad overlay, cracked battery tube threads, cracked case (battery tube), broken belt clip rails. In summary, customer allegation for pump keypad button anomaly, possibly over delivering anomaly not confirmed during full functional testing. Exposed to magnetic field or MRI unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.